Event description:
It was reported that device shows lead warning, chronic lead trend (monitor only) shows bipolar impedances 190s-210s, bipolar sensing/capture within normal limits, notable data shows greater than 16,000,000 low impedances--patient not pacemaker dependent. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.